Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he recently went to urgent care due to a blood glucose level of 275 mg/dl. Customer was wearing the insulin pump at the time of the incident. Customer stated that his health care provider suggested that the device may not be delivering insulin properly. Blood glucose level at the time of the call was 274 mg/dl. During troubleshooting, customer reported that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected alarm error test. Unit uploaded properly using carelink pro. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.